Event description:
It was reported that difficulty removal occurred, requiring intervention. A 190 cm filterwire ez embolic protection system was selected for saphenous vein graft of the coronary artery blockage. During the procedure, the device cross the lesion successfully; however, the filter was unable to deploy. It was then removed from the body and tested outside, and it worked correctly. Moreover, the delivery sheath was found kinked. Another 190 cm filterwire ez was delivered, but it was not able to be deployed as well. An attempt was made to remove the device but it would not retract into the guide catheter. After several attempts, the guide catheter and the filterwire were retracted to the iliac. The patient had to have the device surgically removed from their leg. The procedure was completed, and the patient was discharged with no additional complications.